Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated that 30 mins after recharging their device, the device overheated. The patient stated that the battery site got extremely hot and that he couldn't feel stimulation. The patient stated that he was sitting at his desk. He does work at a manufacturing plant of fire trucks, but stated he was in an office and not around any equipment that could case this. The patient was instructed to turn it off. The rep met with the patient and looked at the charge of the battery, impedances, and turned the device back on and up to test and the patient wasn't feeling any overheating. The patient was instructed to continue to try to turn stimulation up and down. If he experienced overheating again to turn off immediately and call. The patient will be following-up with their pain doctor and the rep on (B)(6) 2018. The rep reported the issue to be resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep had met with the patient and they weren't able to recreate the overheating. The patient stated it happened while charging. The patient's battery was interrogated, impedances checked, and adjustments were made. The issue did not come back up. The patient still has not contacted the rep to say that the overheating had reoccurred. No further information was reported.